Event description:
Suction canister imploded while suctioning a patient's airway. The lids are new for the canister per the manufacturer. We are not sure if the canister was compromised prior to use or if the new design has potentially created an issue. There was no harm to patient.